Manufacturer narrative:
(B)(6). Additional patient weight reported as (B)(6) on march 06, 2012. The 510k: this report is for two unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2012 due to a non-union of right supracondylar femur fracture and a failed right total knee replacement. Initially, the patient was implanted on (B)(6) 2012 with a synthes 8-hole periarticular distal femoral locking plate, seven locking screws, and three cortical screws as treatment for right knee fracture after a fall accident. Reportedly, during a post-operative visit with the surgeon on (B)(6) 2012 the patient reported having pain in knee both anteriorly and posteriorly. An x-ray of the right knee taken during that visit showed two of locking screws had backed out as well as one, possibly two broken screws. During a visit with another surgeon on (B)(6) 2012 the patient was diagnosed a non-union distal femur, periprosthetic fracture. During the revision procedure the plate and screws were removed and the patient was implanted with an unknown depuy lps system. The patient tolerated the procedure that was completed. There was no reported surgical delay. Concomitant devices reported: 4.5mm lcp condylar plate 8 holes (part 222.658. Lot 6594575, quantity 1); screws (part/lot unknown, quantity 6). This report is for two unknown locking screws. This is report 1 of 2 for (B)(4).